Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at an unknown level. It was reported that kyphosis progressed and a revision surgery was performed at unknown levels approximately 3.5 months post-op via "anterior and posterior fixation." The patient is reportedly doing well post-operatively. No further complications were reported.

Event description:
It was reported that the patient initially underwent a balloon kyphoplasty procedure (bkp) at l1. A revision surgery was performed at t12-l2 and the cement at level l1 was removed. No further information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.